Event description:
This case was initially received via (B)(6) ((B)(4)) on 12-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 8 months after insertion of essure, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), allergy to metals ("allergy with nickel"), depression ("depression"), paraesthesia ("tingling"), fatigue ("significant tiredness"), memory impairment ("blank in patient's memory") and exercise tolerance decreased ("not able doing sports anymore"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, allergy to metals, depression, paraesthesia, fatigue, memory impairment and exercise tolerance decreased outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, depression, exercise tolerance decreased, fatigue, memory impairment and paraesthesia with essure. The reporter commented: the patient was in work stoppage at the time of the report. The patient stated that it was a considerable damage. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 15-jan-2018 for the following meddra pt: abdominal pain: the analysis revealed 1901 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 12-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 8 months after insertion of essure, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), allergy to metals ("allergy with nickel"), depression ("depression"), paraesthesia ("tingling / tingling in the legs"), fatigue ("significant tiredness / physical exhaustion"), memory impairment ("blank in patient's memory") and exercise tolerance decreased ("not able doing sports anymore"). On an unknown date, the patient experienced eye pruritus ("itching in the eyes"), abdominal distension ("abnormal swelling of the belly") and pruritus ("itching at the uterus"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, allergy to metals, depression, paraesthesia, fatigue, memory impairment, exercise tolerance decreased, abdominal distension and pruritus outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, allergy to metals, depression, exercise tolerance decreased, eye pruritus, fatigue, memory impairment, paraesthesia and pruritus with essure. The reporter commented: the patient was in work stoppage at the time of the report. The patient stated that it was a considerable damage. The patient stated that adverse events significanltly increased the last months before the report. She also reported a menopause 6 months after aes resolution. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-feb-2018: events itching in the eyes, abnormal swelling of the belly, itching at the uterus added. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.